Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead dislodged into the right ventricle as it was noted that the atrial marker was on top of the ventricle marker on reviewing correlative light-electron microscopy(clem) during pre-discharge device check. No sensing or thresholds were recorded. The patient underwent a chest x-ray and was taken to the catheterization laboratory where the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.